Event description:
The customer reported that half the image is black and can barely be seen. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended. (B)(4).